Manufacturer narrative:
This supplemental report is being submitted to provide additional information. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and found that a fan of the subject device was not worked which might have made the error, e103. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the igniter failure of the subject device due to the igniter deterioration and the fan failure of the subject device due to the fan wear with the long term-use passing more than 7 years since manufacturing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code, e103 which indicated the subject device was broken down was displayed at the unspecified timing. It was not provided the other detailed information. There was no patient injury associated with this report.